Event description:
It was reported that there was a lead warning due to high impedance, and later there was pacing failure. A subclavian lead fracture was found via x-ray. The lead was taken out of service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns.